Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. The vitalcough® system is intended for use on patients unable to cough or clear secretions effectively due to reduced peak cough expiratory flow resulting from high spinal cord injuries, neuromuscular deficits or severe fatigue associated with intrinsic lung disease. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician shipped a new power cord to the customer to resolve the reported event. If any further information becomes available, the record will be reassessed. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the power cord was frayed and ready to break; wires exposed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).